Event description:
It was reported to boston scientific corporation in late 2005 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure four days prior (patient gender, age and weight unknown). According to the complainant, during withdrawal of the device the balloon would not deflate. This event occurred inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.